Manufacturer narrative:
(B)(4): the customer reported that the ac power module failed. A philips field service engineer was at the customer site. The ac power module was tested and the failure was verified. Replacement of the module resolved the failure. The unit passed all post-servicing testing. The unit remains at the customer site with the new module installed.

Event description:
The customer reported that the ac power module failed.